Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the leads test the implantable pulse generator (ipg) was connected but no pacing occurred and the ipg interrogation was unsuccessful. The ipg was removed and exchanged for another device. Upon withdrawal the ipg was successfully interrogated, stayed in implant detection mode and appeared to provide stimulation, at least on the marker channel. No patient complications have been reported as a result of this event.